Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation used in the incident, it was determined that the patient had not been shown in the station. The technical support specialist has been waiting for customer response but there was no response from the customer related to further assistance. So, the technical support specialist has proceeded to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patients were not shown in the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.